Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) reported pain on the right side of their penis. They also believed their device was not functioning properly noting deflation issues. The patient was provided with troubleshooting materials referred to a medical professional to evaluate their device and symptoms. The patient later indicated they believed the device was working correctly after reviewing the provided materials and that the pain was the result of "stretching the penis". No further details or patient complications were reported.